Event description:
It was reported that the pt's devices were removed due to an infection. No pt symptoms were reported. The organism was unk; cultures were pending (date of cultures not reported). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.